Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (b5) and to provide an update to fields (h3 and h4). The device was evaluated by olympus. And the reported malfunction could not be reproduced. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the patient was comfortable throughout the procedure. And no additional sedation required. The physician did leave a couple of lesions, for the patient to return and be done later. The subject device was inspected, prior to use.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic argon plasma coagulation (apc) to ablate lesions they noticed the display screen started to flicker. The customer changed the co2 bottle as they were not getting proper insufflation and they performed a gastroscopy. The insufflation still didn¿t work so the tower was changed for the last procedure. The customer later reported there was a 30 minute delay while setting up a new device. The patients health and outcome was not impacted throughout the procedure and no additional sedation was required. The customer said it was difficult to determine if the equipment failure had added to the length of the procedure.